Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values when scanning the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2021, the customer experienced sweating, chills, and dehydration and had a seizure. Hcp contact was made and a sensor scan of 195 mg/dl was compared to a blood glucose test of 469 mg/dl on the hcp meter, which when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer was provided an IV and 10 units of insulin every 6 hours for the treatment of hyperglycemia. There was no report of death or permanent injury.